Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains implanted. The reported patient effect of intimal dissection is listed in the xience xpedition, ce eluting coronary stent systems (eccs) instructions for use, as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, could not be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately tortuous, moderately calcified lesion in the proximal left anterior descending (lad) artery. Pre-dilatation was performed. A 3.0 x 33mm xience xpedition stent delivery system (sds) was advanced and deployed; however, a dissection occurred. A new 2.75 x 18mm xience prime stent was implanted to treat the dissection successfully. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.